Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on the posterior side assessed as fold flaw opening. Crease folding of implant: observed creases on the device. As per the investigation procedure, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported exchange due to ¿deflation¿. Record is for left side. Healthcare professional later confirmed a left side deflation, asymmetry, and "any creases" via rga checklist. Device has been explanted and replaced.

Event description:
Healthcare professional later confirmed a left side deflation, asymmetry, and "any creases" via rga checklist. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported exchange due to ¿deflation¿. Record is for left side. Device remains implanted.